Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2024 and suture was used. During the procedure w9105 is a single arm but there are two attached the swage. There were no adverse consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. * are there photos available for review? *please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep). *please perform and document the follow-up attempt for product return. Please document the shipment tracking number in the notes or rmao sections.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. Additional information: d9, h3, h6. Additional h6 component code: g07002 no device problem - representative samples. Additional h3 investigation summary: the product was returned to ethicon for evaluation. Three presentative unopened samples were received for analysis. Product code w9105. The complaint sample was not received for evaluation. Upon initial inspection of the samples, no external damages were observed on the external packets. In order to evaluate the condition of the returned samples, the packets were opened, and found a strand single armed in each. No issues related to incorrect quantity or anomalies were observed during the evaluation. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance., the product was returned to ethicon for evaluation. One open sample was received for analysis. Product code w9105. During the visual inspection of the returned sample, an extra needle that pertains to the same product code was found into the labeled winding former; resulting in a wrong number of components in the package, this is different from the requirements for the product w9105 of a strand single-armed per package. Based on the information currently available, the wrong number of components was identified during the investigation of the sample received. This product issue will be addressed through the quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.